Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unable to verify the unexpected restart alarm due to blank display anomaly. Unit received with cracked display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display after receiving an unexpected restart alarm. Customer reported that issue was not resolved with new battery cap. Customer's blood glucose was 206 mg/dl. Customer was advised that insulin pump would need to be replaced.